Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention procedure, vessel dissection was noted. The 90% stenosed and 16mm long de-novo target lesion was located in moderately tortuous and mildly calcified mid left anterior descending artery with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement 2.5x16mm promus element stent which was inflated to 10atm. A dissection was noted in the 1st diagonal post stent placement. The dissected location was dilated with a balloon, resulting in 0% residual stenosis and a timi flow of 3. The event was considered resolved. The patient was discharged 2 days later.